Manufacturer narrative:
The customer contacted a siemens healthcare diagnostics customer care center (ccc), and reported that discordant, falsely depressed phenytoin (ptn) results were obtained on a dimension vista 500 system. Siemens is investigating the event.

Event description:
Discordant, falsely depressed phenytoin (ptn) results were obtained on two patient samples on a dimension vista 500 system. The discordant results were not reported to the physician(s). The same samples were reprocessed on an alternate dimension vista system and higher results, considered correct, were obtained, and reported. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed phenytoin results.

Manufacturer narrative:
Initial MDR 2517506-2020-00369 was filed 15-dec-2020. Additional information: (21-dec-2020): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the falsely depressed phenytoin (ptn) results on a dimension vista 500 system. Hsc evaluated the information provided. There is no evidence of a product nonconformance. A review of the quality control (qc) information provided by the customer shows consistent recovery within customer expected ranges indicating the issue is not related to an assay nonconformance. The data is consistent with an instrument related issue. The customer replaced the reagent 1 (r1) probe and alignment was performed for the sample 1 (s1) probe. The part replaced by the customer is part of standard troubleshooting/maintenance for an issue of this nature. The customer continued to process samples on the analyzer and has had no other incidents related to this event. The maintenance performed and the r1 probe replacement by the customer resolved the issue. The customer is fully operational. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation.